Event description:
The manufacturer received information regarding a dreamstation auto CPAP there was no report of patient harm or injury. The device was returned to a third-party service center. There were some secondary findings like pca burn. The device has been scrapped.